Manufacturer narrative:
Stimwave quality has investigated the details regarding a complaint of an infection reported to stimwave on january 2, 2020, by director of us field training. Immediately following notification, stimwave quality and the director of us field training reviewed events preceding the issue. The patient had a permanent procedure performed on (B)(6) 2019, in which one (1) freedom-8a neurostimulator and one (1) freedom-8a neurostimulator spare lead were implanted in the back. The director of us field training confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication, and the director of us field training maintained contact with the patient following implant. On january 2, 2020, the patient reported to the director of us field training that at a follow up appointment on (B)(6) 2020 resulted in the administration of antibiotics for an infection. Director of us field training was told that another follow up appointment was scheduled for (B)(6) 2020, in which director of us field training would attend. Director of us field training met with the patient and the doctor and determined that there were no longer signs of infection. The stimulator was reprogrammed and the antenna placement was confirmed to address loss of therapy. Since (B)(6) 2020, the director of us field training has reached out to the patient two times with no response. Director of us field training stated that the patient left in good health with all issues reported to have been resolved. Director of us field training stated that any alleged infection had cleared up by the follow up appointment in which he was in attendance at on (B)(6) 2020. As the patient was satisfied with the device performance, the patient did not have the device explanted. No further complications have been reported to date, january 27, 2020. Infection is known adverse event for peripheral nerve stimulation that is reduced as far as possible in the product's risk management file. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for lot swo190614 and swo191103, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The root cause of the complaint could not be attributed to device failure, the inability of the device to meet performance or safety specifications, or nonconformance to physical or functional device specifications. The root cause of the issue may be attributed to non-compliance, patient history, or the patient's predisposition to infections. Corrective action is not required to remedy the root cause of the complaint, as the device did not fail to meet performance or safety specifications and no trend of infection is evident for the sterilization lot. Stimwave has confirmed that the issue is a known adverse event, reduced as far as possible, and documented in stimwave's risk management files. Stimwave was in contact with the director of us field training from january 2, 2020, onward regarding the complaint and the root cause investigation. Stimwave confirmed that the product did not fail to meet performance and safety specifications. Stimwave has informed all parties that the product was not the source issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as the event resulted in injury that required medical intervention to preclude potential permanent impairment or damage.

Event description:
Stimwave quality has investigated the details regarding a complaint of an infection reported to stimwave on january 2, 2020, by director of us field training.